Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently "delivered too much insulin". Additionally, it was reported that during bolus delivery the pump did "not always deliver the correct units". Customer's blood glucose was approximately 70-205 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received.